Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise, resulting in inhibition of pacing. No adverse patient effects were reported. A guidant technical services consultant reviewed faxed rhythm strips. The noise appears to be electromagnetic interferance (emi) in appearance. Potential sources of such noise were discussed. The clinician will discuss emi sources with the patient. The ICD was reprogrammed to least sensitivity.